Event description:
It was reported that oversensing of noise signals was observed during elective device replacement. The device was reprogrammed. No consequences for the patient were reported.

Manufacturer narrative:
(B)(4).